Event description:
It was reported that pump experienced malfunction alarm identified as Malf 16, after which customer¿s blood glucose reading showed ¿High¿ with a specific value unknown. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer treated high blood glucose with correction insulin injection using multiple daily injections and used this method as backup therapy, did not require assistance from a third party, and worked with Technical Support, who confirmed pump warranty and shipping details, and arranged for pump replacement.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 15 / 2.9.1 / iOS_18.6.2.